Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which was successful, and the customer was advised to continue using the pump and to call back if any further malfunction codes recurred.